Event description:
The company was informed that on (B)(6) 2011 the pt was admitted to the hosp due to cellulitis around the implant site. The pt was treated with IV antibiotics (penicillin). The pt was released from the hosp on (B)(6) 2011.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt is reportedly doing well and has not had another episode of cellulitis. The pt's device remains implanted. This is the final report.